Manufacturer narrative:
Eval summary: the analysis results for the mcm20 instrument confirmed that it was returned with the handles cracked and the cartridge cover broken off and cracked. The instrument was cycled and ejected the remaining clips due to the cartridge cover condition. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the clips dropped off. Another device was used to complete the case. No pt consequence. One device will be returned.